Manufacturer narrative:
The insulin pump received with missing end cap sticker and cracked lcd display window corners. The pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. There was no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 121 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. Troubleshooting was not performed. The device will be returned for analysis.